Event description:
Caller reported false negative urine hcg results on three different pts over the last 2-3 months vs. Scans and serum quantitative testing. Caller stated that pts come into the ed complaining of abdominal pain and their urine is tested in the lab to rule out ectopic pregnancy. These pts were then scanned and evidence of pregnancy was found. Serum hcg quantitative testing confirmed that these pts were pregnant (no actual values provided).

Manufacturer narrative:
Investigation pending.